Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery anatomy issue was patient condition related, as the impella was unable to pass through vasculature due to turn in innominate artery as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the impella 5.0 was unable to pass through vasculature due to a turn in innominate artery with several failed attempts. The decision was made to abort the 5.0 implant and implant the impella 5.5. There was no patient harm reported.